Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient's ins did not show eos. However, the ins did go flat and will need rebooting. The patient was struggling with recharging. The hcp is seeing the patient soon to reboot the ins and instruct them on the recharging process again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(6): information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient had not charged their device a few times and the battery had gone flat. Now, the patient's ins was showing the end of service (eos)indicator. It was reported that the patient's ins was implanted a lot more recently than 9 years prior. There were no symptoms reported. No further complications were reported or anticipated.